Event description:
The caller reported that their pump screen was not turning on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try various troubleshooting steps, including confirming the pump was not plugged into a power source and attempting to turn it on manually, but the pump screen remained off. Despite these efforts, the issue persisted, indicated by a red blinking led and vibration. Consequently, technical support decided to replace the pump. The customer had already received an out-of-warranty loaner pump for a previous issue, and no further actions were necessary.